Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. The customer's current blood glucose is 51 mg/dl. The customer also stated that the customer was not wearing insulin pump while manual prime and it stated that the insulin was squirting out during prime. The insulin pump will not returned for analysis.